Event description:
During a clinic follow-up, an increase in the pacing impedance and a loss of capture were observed on the right ventricular (rv) lead on a non-pacemaker dependent patient. An rv lead fracture was alleged, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.